Event description:
Through implant patient registry, it was reported that a 31mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 4 months due to unknown reasons. The explanted valve was replaced with a 31mm 7300tfx mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 29mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 2 months due to severe mitral regurgitation due to paravalvular leak and dehiscence. The explanted valve was replaced with a 31mm 7300tfx mitral valve. The patient was discharged home on pod #9. Per the medical records, the patient developed a mv small pvl since his surgery in 2018, his blood cultures were negative and he was taken to surgery and occluder plugs were placed to treat the pvl, but the leak worsened and the patient presented for surgery with worsening doe and dizziness, severe mitral insufficiency from a worsening paravalvular leak, the aortic valve was functioning without regurgitation and severe pulmonary htn. The patient underwent a redo mvr. The mitral valve was explanted and replaced with a 31mm 7300tfx mitral valve. There were two dehisced stitches in the area where the plugs were removed. Cultures were taken from the area that had dehisced with the mitral valve in place. The gm stain was negative. The aortic valve was not explanted. A tee showed preserved lv function as well as improved rv function, the valve was functioning well and no evidence of pvl. The patient tolerated the procedure well without complications and was transferred to the ICU in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.